Event description:
It was reported that the universal modular electric/battery double trigger handpiece was used in a tka when the motor get stalled. The handpiece's function could not be reset. There was no patient harm or delay reported, and that procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to be manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.